Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99% stenosis, de novo lesion in the distal left anterior descending artery (lad). The 4.0 x 15mm nc trek balloon catheter was advanced for post-dilatation; however, during first inflation the balloon ruptured at 18 atmospheres. The target lesion was successfully treated with a second nc trek balloon catheter. There was resistance during advancement; however, no resistance was met during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.